Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the hex tip of a counter torque wrench broke off while removing a previously implanted screw during surgery to address adjacent level disease progression. The device was not needed to complete the remainder of the procedure and the patient did not retain any foreign bodies. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
The returned driver was evaluated. The tip has fractured off. It was reported as being used to remove a screw which had been implanted for an extended period of time, so it is likely that there was some bony ongrowth on the screw which made it difficult to remove and required a high level of force, which led to the fractured driver tip. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.